Event description:
This is reference to report, angiodynamics morpheus CT PICC entered.. Incorrect product listed. Correct product listed in #e.

Event description:
Patient presented for PICC line placement. During the placement of the guidewire, a small piece of guidewire was broke off in subcutaneous tissue approx 1 cm from the surface. The guidewire evidently came unwound during the exchange and a small 1 cm fragment broke off in the subcutaneous tissue. Because of its location, we elected not to retrieve this foreign body at this time. X-ray of right humerus showed small wire in the soft tissues of the mid right forearm.